Event description:
In 2002 a pt fell while being lifted in a golvo pt lift. According to the facility, a cna placed the pt in the lift and proceeded to raise the golvo to it's highest position. While the cna was preparing to transfer the pt to a wheel chair the quick release hook broke, which caused the pt to fall onto their bed. No injury was sustained. The facility notified liko inc. Of the incident by telephone. The alleged broken hook, or a photograph of the item, has not been made available to liko for analysis. Therefore, liko has been unable to make any determinations of the cause of the event.